Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. The result of 4.4 inr alleged by the customer was not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 9:00 a.m., a sample from this patient was tested using the meter, resulting with a value of 1.8 inr. At 9:01 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.4 inr. The patient's therapeutic range is 2.7 - 3.7 inr. The patient's meter has not been cleaned.